Manufacturer narrative:
Philips investigated the complaint. A philips field service engineer (fse) inspected the system on site and confirmed that a fault occurred during room startup. The fse verified there was no issue with the philips equipment. A review of the system log files confirmed that the system was unable to boot; however, the system subsequently started and functioned normally when restarted without the hospital network connection present. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The hospital network connection may prevent the system from booting or starting. This includes situations in which the system restarts successfully after the hospital network connection is removed. Because a malfunction of the hospital's network is not considered a malfunction of the philips system, this event is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.